Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model (B)(4) implantable pulse generator (ipg) implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the lead had a rapid decrease in lead impedance. Lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.